Event description:
It was reported that the ventilator after start up generated a technical error code indicating an internal memory error. There was no pt involvement. (B)(4).

Manufacturer narrative:
More information surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished.